Event description:
The hospital reported the physician could not visualize the needle when he tried to advance it into a lesion during procedure. The physician completed the procedure with the use of another similar device. The hospital reported the patient subsequently developed a pancreatic infection as a result; however, the medical intervention used to treat patient was not disclosed.